Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement and stent damage occurred. A 4.00x16mm synergy" drug-eluting stent was selected for use to treat the lesion. However, after unpacking, it was noted that "the top shell of device was incomplete" and the whole body of the stent was not covered. Under the missing part, the stent was damaged and deformed. The balloon came apart from the stent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds); was not returned for analysis therefore the catheter batch/serial number could not be identified. A visual examination of the stent found that the stent had detached from the delivery system and was returned partially inside the stent protector. Most damage was on the part of the stent closest to the proximal edges of the stent protector. The stent struts were stretched, lifted and distorted. The stent protector was returned and the ID (inner diameter) was measured and was within specification. The complaint report states that it was noticed during unpacking that the stent protector was not fully covering the stent and the uncovered part of the stent was damaged. During final inspection verification is performed to check if the stent protector is covering the entire stent, distal tip, and the proximal balloon cone; if not the stent protector is repositioned. Before sterile packing, confirmation is performed by viewing through the carrier tube wall that stent protector is present and the unit manifold is firmly secured within tube. The sds was not returned for analysis; therefore, examination of the balloon as well as individual assessment of the catheter could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement and stent damage occurred. A 4.00x16mm synergy¿ drug-eluting stent was selected for use to treat the lesion. However, after unpacking, it was noted that "the top shell of device was incomplete" and the whole body of the stent was not covered. Under the missing part, the stent was damaged and deformed. The balloon came apart from the stent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.